Event description:
Dr (B)(6) replaced knee at (B)(6). (B)(6) 2023, I then fell on (B)(6) 2024 then was taken by ambulance to hospital. On (B)(6) 2024, dr. (B)(6) repaired the fracture. I have had complications from beginning. My knee and all hardware had to be removed because of a major infection. On or about (B)(6) 2024 dr (B)(6) removed all knee and hardware and replaced with an antibiotic knee. I am in (B)(6). In medical overflow unit. I have been moved from (B)(6) to (B)(6) to (B)(6). Then back to (B)(6). All my records should be with these places.